Manufacturer narrative:
Additional failure analysis investigations confirmed a sureform 45 stapler white reload was involved in a firing failure during a log review. The firing resulted in a firing failure at 79% completion due to the tissue being too thick to continue. This reload was returned with an exposed blade at a little over 75% progress towards the distal end of the reload which confirmed the log findings. A visual inspection confirms a large dent at the sureform 45 stapler white reloads cartridge surface around the point where the knife stopped. This damage, along with damage to pusher pockets around that area and damage to the very top of the shuttle on the right side, indicates a high force from above causing the damage. There were no missing cartridge pieces observed during visual inspection. The damage to the pusher pocket, resulted in material being pushed into the pocket from above rather than resulting in a fragment or missing piece. Reload material did not appear to be missing. There was minor damage to the blade edge and inner cartridge wall as well. This damage is likely due to firing over an obstruction. Log review shows an extremely high firing force of 700 n, which further indicates the surgeon fired over an obstruction resulting in a firing failure and other damage to the cartridge.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the sureform 45 stapler instrument failed to unclamp. A white reload was in use at the time of the event. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the sureform stapler instrument was stuck on the patient's tissue. The customer was able to open the instrument jaws with the emergency grip release function, successfully release the gripped tissue, and removed the instrument. The procedure was completed with a backup stapler instrument. There was no harm to the patient.

Manufacturer narrative:
Based on no claim against the product by the customer an investigation was completed. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The white reload was analyzed and found to have the knife exposed within the knife track. The reload was found to have a firing failure based on log review and during in-house testing. The root cause is not determinable/applicable. The reload was found to have a damaged cartridge. A piece approximately 0.052" x 0.019" in size was not returned with the reload. Common cause of this failure is attributed to mishandling/misuse. The instrument will be transferred to engineering for further investigation due to being unable to take out the knife blade from the reload for inspection. The stapler instrument used during this event was not returned for analysis. This complaint is a reportable malfunction event due to the following conclusion: failure analysis acknowledged that a fragment was missing from a portion of the product that enters the patient. Based on the information provided, there was no report from the customer that a fragment from the product fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.